Event description:
It was reported that the surgeon inserted a micl 13.2 implantable collamer lens and the lens flipped after insertion. The lens was removed and another micl was implanted without any patient injury. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Evaluation: visual inspection of the return product showed that a corner of a haptic was torn off and missing. There was evidence of a clear surgical residue.